Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarm on the insulin pump. The device passed the self-test, off no power test and unexpected restart error test. The insulin pump recognized the reservoir during the displacement test with not reservoir in place and no delivery alarm found during the excessive no delivery alarm test due to faulty force sensor resistor. The complete functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to excessive no delivery alarm. The iop test failure alarm was unable to be confirmed due to excessive no delivery alarm. All buttons functioned properly on the insulin pump. There was no keypad anomaly or ramping numbers on the device. The motor passed the motor test. The insulin pump was received with scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR rep.

Event description:
Customer reported via phone call iop test failure alarm, prime anomaly, drive/motor anomaly and low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose levels with food. Customer advised when they attempted to rewind the insulin pump and fill the tubing the piston did not move forward. Customer advised when there was no reservoir inside the insulin pump the numbers would ramp up and the device would alarm max fill reached. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.